Event description:
During attempts to cross the lesion. The stent moved on the stent delivery system.

Manufacturer narrative:
Although the initial report from the customer indicated that the product would be returned, to date, no product has been rec'd. The following investigation has been completed. Lot history review: no other complaints of this type have been reported for this sterile lot number to date. Device history record review: a review of route sheets was performed for this product revealed the stent retention values measured for this lot during qc testing to be above the minimum acceptable criteria. Although the exact cause of the customer difficulty could not be determined, as per the cath lab manager, the stent delivery system was pulled back into the guiding catheter upon withdrawal from the pt's vasculature. This is contraindicated in the instructions for use, as this may cause loosening and/or dislodgement of the stent from the stent delivery system.